Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer "was sleeping and rolled over", and the touchscreen became cracked and no longer functional. Customer had elevated blood glucose levels (300 mg/dl). Customer used injections to stabilize blood glucose levels and has back up injections for continued insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.the investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.